Event description:
During a device replacement procedure, electrical magnetic interference from the plasma blade resulted in pacing inhibition. A temporary lead was implanted to provide therapy to the patient while the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received in normal working conditions, with battery voltage reaching normal eri level as the device went through the analysis. Visual inspection found cautery marks on the device which is consistent with causing output anomalies as seen in the field. Additionally neither contaminants nor foreign material were found on the header connections that could have contributed to the reported complaint. Total projected longevity based on field settings is 8.25 years, implant duration was 7.99 years which exceeded 75% of projected longevity and it is considered normal battery depletion.